Event description:
Following radical prostatectomy, foley was found in the operating room bed with balloon deflated. Staff found minute spray of water coming from the balloon. Pt reintubated and incision reopened to place foley. Pt readmitted on 10/7/1998 with wound dehiscence. Will be followed as an outpatient with home health.